Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the field service engineer (fse) confirmed the reported issue and evaluated the unit. The fse replaced the gas delivery system (gds) to correct the issue. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator has been returned to the customer.

Event description:
The customer reported the ventilator had an oxygen (o2) leak. There was no patient involvement.